Event description:
It was reported that balloon rupture occurred. The 905 stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula of vein side. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During second inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.